Manufacturer narrative:
(B)(4). Additional information requested but unavailable: what were the indications for surgery? Were there any staple line issues in the primary procedure? What was the staple form in the opening in the vein? Can it be confirmed that there was no tissue beyond the cut line when device was fired? Were there any abnormalities known with the pulmonary vein? What is the current patient status? Intra-operative photo was received. The picture provided shows the distal end of the device, the device is opened and seems to be placed on tissue; a formed staple can be visualized at the right side above the anvil. Based on the photo provided alone no conclusion could be reached as to how the reported event occurred. Hands on device analysis may provide the evidence necessary to determine the root cause of the reported event.

Event description:
It was reported that after approximately one and a half hours performing a uniportal video-assisted thoracoscopic surgery / left inferior lobectomy procedure and while in the recovery room, the patient was asked to cough. Upon this, the patient turned pale and began to experience difficulty breathing. The surgeon immediately took the patient into the operating room and performed a 25-35 cms thoracotomy. Upon accessing the cavity, the surgeon took out a blood clot the size of a tennis ball and claims to have seen that the staple line of the pulmonary vein had completely opened. The patient recovered satisfactorily and was sent home after four days. The device and cartridges were unfortunately destroyed. During the operation, the surgeon performed a total of four vascular firings. The transection of the other firings were in good condition.

Manufacturer narrative:
(B)(4). Date sent: 06/29/2016. Additional information requested and received: what were the indications for surgery? - this information is related to the patient's clinical history and hence we do not have access to it. Were there any staple line issues in the primary procedure? No other issues on the other staple line firings other that than the one reported. What was the staple form in the opening in the vein? We dont know. The surgeon is trying to get a photo of the specimen sent over to the pathologist to understand staple line formation and exactly how much of the staple line opened. According to a recent conversation, the surgeon mentions that the staple line did not open completely but only on the distal part. Can it be confirmed that there was no tissue beyond the cut line when device was fired? We cannot confirm this as there is no video of the procedure. Were there any abnormalities known with the pulmonary vein? None noted by the surgeon. He did mention the vein seemed to be "somewhat thicker." What is the current patient status? The patient recovered satisfactorily and with no further complications.